Event description:
Boston scientific received information stating: at a follow up visit, non-sustained episodes were noted due to rv noise/oversensing. (B)(6), canada. Dr. (B)(6), event date (B)(6) 2011, lead implant date (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).